Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the battery site and had an oozing wound at the incision site due to dehiscence. The physician believed that the implantable pulse generator (ipg) was too big for the patient and was causing tension on the incision. It was also noted that the patient was a heavy smoker thus was not healing well. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted device was not returned.